Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. As event occurred in the past tandem technical support was unable to troubleshoot the issue with the customer, therefore no additional information could be obtained. Customer¿s blood glucose level was 150 mg/dl.